Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 288 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported hard to press buttons and sensor glucose versus blood glucose differences. The customer stated the pump may have been over delivering. Troubleshooting was completed but did not resolve the issue. The customer was getting a lost sensor signal alert. The insulin pump will be returned for analysis. Unomed set.